Manufacturer narrative:
The implant date was not provided, therefore the approximate age of device could not be determined. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in 2018. It was reported that the patient underwent an emergent type a aortic dissection repair procedure to resection the aortic root and ascending aorta. The patient¿s left ventricular assist device (lvad) was intentionally stopped during this procedure and was re-implanted onto the new grafted ascending aorta procedure. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted log files confirmed an intentional pump stop. A correlation between the device and the a aortic dissection repair could not be established. The submitted post-op day log files captured 3 low flow controller fault flags on (B)(6) 2018 and showed elevated pi. The events resolved within 10 seconds and did not result in an alarm. No atypical alarms were captured and the pump speed remained above the low-speed limit for the duration of the log file and appeared to be functioning as intended. The customer reported that the low flow and high pi events are thought to be related to the patient¿s condition. The patient remains ongoing on (B)(4). A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.